Event description:
The reporter stated that during a spinal surgery procedure, the tip of the instrument broke off. As the broken tip was flush with the screw head, and was protected from migrating the rod that was implanted, the surgeon elected to leave in place in the pt. The surgery was completed with no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.